Event description:
Philips received a complaint from the customer on the v60 device indicating that it would randomly turn on and off. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended that a user interface (ui) printed circuit board assembly (pcba) be replaced to resolve the issue. The customer replaced the ui pcba, but this did not resolve the issue. The customer will replace the v60 with another third-party product and does not plan to repair the v60. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.